Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in a >20% over delivery of tidal volume. There is no report of patient involvement.